Manufacturer narrative:
Eval: no product was returned to assist with this investigation. An internal clinical review indicated that the event was caused by migration of the device due to anatomical changes in the pt over time. The customer stated that the pt's anatomy was outside the recommendations of the instructions for use. (IFU). Our instructions do state that key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and /or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration.

Event description:
Pt was outside the instructions for use (IFU) due to severe angulation of aorta. Implant proceeded in 2007. A flex main body and two iliac leg grafts were placed. A main body extension was needed. Seal was achieved on final angio. Pt presented for CT follow-up and had a distal type ib endoleak at left iliac. The left iliac limb appeared to have pulled up into the aorta. Image review also indicated that the right limb had pulled up, but still retained seal. Secondary intervention was six months later. Physician placed add'l iliac leg grafts (one left and one right). The physician accidentally covered the right internal iliac during placement. Both limbs extended into distal common iliacs. Seal achieved at final angio.